Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the date on the analyzer had been set to a future date which made investigation of the provided data impossible. It was also noted the assay calibration was not performed at the frequency described in product labeling. Several qc failures were noted which may indicate an issue such as bubbles on the reagent or an issue with the system integrity.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received confirming the patient's birthdate was "(B)(6) 1986" and the patient was "almost (B)(6)".

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for three patient samples. Of the data provided, only the results for one patient sample were discrepant. The result from a sample on (B)(6) 2014 was 45.3 miu/ml and was reported outside the laboratory. The patient was redrawn and tested on 11/19/2014 and the result from the primary tube was <0.6 miu/ml. As this result was not compatible with the previous result, the sample was repeated in a sample cup with a result of 87.6 miu/ml. This result was reported outside the laboratory. There was no adverse event. The hcg+b reagent lot number and expiration date were requested, but were not provided.